Manufacturer narrative:
No lot number was provided; an investigation into the DHR could not be conducted to determine the root cause of this difficulty. To date, the sample has not been received at the plant. It is vital to the investigation that the product sample be available for examination and testing in order to determine the root cause. Unfortunately, without a sample or a lot number we are unable to determine the root cause.

Event description:
In the emergency room last week we were given an instant cold pack sold by your company (cat. 115-020). I only had the cold pack on for ten minutes and my foot turned black and my toe was broken!!! The burning pain was unbearable. I had to sit in a hot shower for 20 minutes to thaw my foot out!!! I was left with a huge painful blister on my toe as well. I am attaching pictures.